Event description:
The customer reported the radius-7 intermittently disconnects from the module. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The unit powered on and off and passed functionality testing. A log file analysis was performed and one system fault was observed. The device will not be functional when this fault is present. The device was tested for 1 hour and there were no disconnects throughout the duration of the test. Contamination was observed under a component of the battery board during internal inspection. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the radius-7 intermittently disconnects from the module. No consequences or impact to patient were reported.